Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient representative reported intensive pain in the armpit and breast, significant weight loss, deformation of the breast. Because of the health condition of the patient, it was only possible to remove the implants and form a new breast with the tmg-flap method, where tissue is removed from the inner thigh and put into the breast. Subsequently, physician reported, " loss of weight, severe breast deformation with presence of a 1x1,5 bump., extreme touch and tactile sensitivity, pain in the axilla" and capsular contracture - baker grade IV. Device has been explanted. This relates to the left side.